Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due challenging patient anatomy. Additionally, the patient effect of tissue damage resulting in mitral regurgitation (mr) was a cascading effect of the reported slda. The reported patient effect of recurrent mr and tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet, increased mr, and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to 1. On (B)(6) 2020, it was noted the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda). The mr was noted to be increased to 3 and the posterior mitral leaflet was damaged. A second procedure will be planned at a later date. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch, additional information was received. A second procedure was performed on (B)(6) 2020. Two clips were implanted, reducing mr from 4 to 1-2. An attempt was made to treat the tricuspid valve. The clip delivery system (cds) was advanced to the valve however the leaflets were unable to be grasped due to poor image quality. The cds was removed and the tricuspid procedure aborted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due challenging patient anatomy. Additionally, the patient effect of tissue damage resulting in mitral regurgitation was a cascading effect of reported slda. The reported patient effect of tissue damage and mitral regurgitation and are listed in the instructions for use (IFU), are known possible complications associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling.